Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. This medwatch will cover the e411 analyzer. Refer to medwatch with (B)(6) for information on the e 601 module. The initial troponin t stat result from the e411 analyzer was 0.038 ng/ml. The sample was repeated and the result was 0.038 ng/ml. The result of 0.038 ng/ml was reported outside of the laboratory. On (B)(6) 2017 the sample was repeated again on the e411 analyzer and the result was 0.037 ng/ml. On (B)(6) 2017 the sample was repeated on the e601 module and the results were 0.029 ng/ml, 0.028 ng/ml and 0.029 ng/ml. None of the results from the e601 module were reported outside of the laboratory. The customer is not sure which results are correct. The results from both instruments are high, but discrepant, when compared to each other. Qc has been acceptable on both instruments. The patient was admitted to the hospital. There is no information to reasonably suggest the device caused or contributed to an adverse event. The clinical implications from both instruments would be the same. The troponin t stat reagent lot number was 27349701 with an expiration date of 31-oct-2018.

Manufacturer narrative:
The customer stated there have been no further issues.

Manufacturer narrative:
It was determined that the root cause of the event was a measuring cell issue on the e601 module.